Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was involved in a collapsing set incident during a propofol (non baxter drug) infusion to an unidentified patient. The pump did not alarm for the occlusion and continued to infuse at a lesser rate resulting in less drug effect on patient. No patient injury or medical intervention was reported. The master software version of this device was 5.80.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that it was in the pre-deployment state with blood present at the sheath, guide tube, foot, and needles indicating that the device had been deployed to that point. An attempt was made to load the device onto a proxy guide wire, but the guide wire stopped approximately 6.5 cm into the sheath. The guide wire was then inserted through the exit ramp and stopped approximately 12 cm into the sheath. The sheath was cut approximatley 2 cm proximal of the stopping point. It was observed that the proximal end was clogged with dried blood preventing the guide wire from passing. The blood was removed and the guide wire passed. Based on the investigation findings, the cause for the reported inability to load the device onto a guide wire during use could not be determined. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
It was reported that a nurse trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the device was difficult to advance in the anatomy, and it was felt that the hydrophylic coating was not present. The device was removed and another proglide device was used to achieve hemostasis. There was no adverse pt sequela. No add'l info provided.